Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump over-delivered medication. Although the reservoir was empty, the pump still displayed 17.8 ml remaining. The bag was confirmed to be empty, and the drug was infused 6 hours earlier than expected. There was no harm to the patient. The starting volume was 138 ml, and a continuous infusion rate of 3 ml/hour had been programmed. The pump indicated a total reservoir volume of 17.8 ml and delivered 120.2 ml. The infusion was set for 46 hours, but it completed in 40 hours. The patient was not medically affected. The event occurred during use with a patient.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: customer reported infusion ended 6 hours early. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.